Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ('abdominal pain, cramps') in a 30-year-old female patient who had essure inserted. The patient's concurrent conditions included overweight and cervical dysplasia. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, the patient experienced abdominal pain (seriousness criterion intervention required), 5 years 6 months after insertion of essure. The patient was treated with surgery (essure removal by laparoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain outcome was unknown. The reporter considered abdominal pain to be unrelated to essure. The reporter commented: removal was performed at patient's request. No follow-up is available 6 or more months following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on 17-may-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ('abdominal pain, cramps') in a (B)(6) female patient who had essure inserted. The patient's concurrent conditions included overweight and cervical dysplasia. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, the patient experienced abdominal pain (seriousness criterion intervention required), 5 years 6 months after insertion of essure. The patient was treated with surgery (essure removal by laparoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain outcome was unknown. The reporter considered abdominal pain to be unrelated to essure. The reporter commented: removal was performed at patient's request. No follow-up is available 6 or more months following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.